Manufacturer narrative:
I attach about measurement tests of the same lot-in meter as the malfunctioning meter.

Event description:
Blood glucose levels are measured too high. Customer checked the high alarm that appears when the screen is above 600 mg/dl.